Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k072543.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch select meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining an alleged high reading of "206 mg/dl" with the subject meter that began at an unknown date/time prior to contacting lfs. The patient indicated she manages her diabetes with combination of diabetes medications including lantus (75 units at 10:00pm) and novolog (sliding scale) insulin. Due to the alleged issue, the patient denied taking any action regarding her diabetes regimen. At an unknown date/time, the patient stated she began to feel sweaty and weak after the alleged issue began. Due to the alleged symptoms, the patient claimed she self-treated with food and/or drink. The patient denied testing on any other blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the patient was able to perform a quality control test that fell within the range on the vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly became hypoglycemic requiring treatment after the alleged meter issue began.